Event description:
Guide wire was put through several right angle turns and somehow kinked and could not be removed from patient. Patient was being treated in the cath lab and was taken to surgery for removal of guide wire and burr.